Event description:
The consumer stated she was experiencing vaginal discharge, odor, and back pain. On (B)(6) 2017 the consumer sought medical attention. A tampon piece was found in the vagina. The consumer was diagnosed with bacterial vaginosis and placed on oral antibiotics.

Event description:
The consumer sought medical attention on (B)(6) 2017. The consumer was diagnosed with vaginitis and treated with oral antibiotics. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.

Manufacturer narrative:
Investigation findings: the device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. (1) the review found the occurrence of three single defects, in one of the multiple subassembly lots used as raw material for the reported finished product lot, that may have caused or contributed to the reported complaint. However, these defects did not exceed the allowable number of failures per our procedure. (2) the finished product inspection did not find any defects for pledgets, or missing/separated/pulled out strings. Actions taken: a notification of this matter was sent by the plant quality engineer to the plant production personnel for awareness. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal and pieces remained inside of her. She indicated that the event occurred on two different occasions. She was able to remove the remaining pieces. No medical intervention was needed. No further information is available at this time